Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this his device delivered inappropriate 8 tachy shocks due to a possible sinus tachy. Therapy exhausted may have happened. No adverse patient effects.